Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that before implant of the device, the physician saw a gray powdery substance on the header of the device. The physician decided not to implant the device.